Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to communicate) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was cut, damaging wires in the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged belt.